Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-08529. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is believed that the images were not displayed due to breakage of the cable. The potential root cause of the cable breakage may be due to the user's handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of cable damages, the instructions for use provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The referenced camera head was returned to the olympus service center for evaluation. The evaluation confirmed there was no image from the camera head due to short on the cable. Additionally, the rear cover labels were faded. A review of the camera head's service history indicates the device was last serviced via repair on (B)(6) 2019 for a focus ring and switch board/switch unit. The cause of the reported malfunction cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, there was no image from the 4k camera head. No patient injury or harm was reported.